Manufacturer narrative:
(B)(4). It was initially reported the device would be returned for evaluation, however, the device was discarded at the site and was not returned. Date received by manufacturer on the initial MDR was incorrectly entered as 04/08/2016. The correct date should have been 04/06/2016. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. The 5.5x120mm supera referenced is filed under a separate medwatch MFR number.

Event description:
Subsequent to the initial medwatch report filed, additional information received: the target lesion was in the mildly tortuous, moderately calcified, mid to distal superficial femoral artery. Both supera stents met resistance with a v-18 guide wire during advancement and removal. The lesion was ultimately treated with balloon angioplasty.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 5.5x120mm supera self-expanding stent system (sess) was advanced and met resistance with an unspecified guide wire. The device was removed and replaced with a 5.5x80mm supera sess. After use of the 5.5x80mm supera during withdrawal, the supera would not come off the guide wire. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.